Manufacturer narrative:
A ge service representative performed an onsite investigation. The right user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system right user interface failed to boot up thereby failing to produce fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.